Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned. The depth limiter is damaged likely from over penetration during insertion, which may have caused t2 to dislodge from the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During meniscal repair, it was reported that when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. The procedure was completed with a back-up device. There was no patient injury or delay reported.